Event description:
The surgery center reported during a cataract procedure the phacoemulsification unit displayed a disk operating system (dos) error message. The dos message appeared during the irrigation and aspiration (I/a) mode. The surgery center was not able to complete the procedure with the same unit and a backup unit was used to complete the cataract surgery. The procedure was completely successfully. No patient injury reported.

Manufacturer narrative:
Pt age: patient information was not provided as to no impact or no injury was reported. The categories for outcomes attributed to adverse event. The categories are not applicable to the event as it pertains to a product problem. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss was able to confirm the reported issue described by the account. The fss found the hard drive faulty and replaced the hard drive to resolve issue. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.